Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc examined the instrument data and determined that quality controls (qc) results were within specification at the time of the event and during repeat testing. The customer has performed precision testing and satisfied with passing results. The instrument is performing within manufacturing specifications and the cause of the event is unknown.no further evaluation of device is required.

Event description:
A discordant, falsely depressed vancomycin (vanc) result was obtained on a dimension vista 500 instrument. The discordant result was reported to the physician and questioned by the physician. Due to the low result, the patient was administered additional vanc. The patient sample was repeated on the same instrument. The repeated result was higher and in the expected range. The customer issued a corrected report to the physician. There are no reports of patient intervention or adverse health consequence due to the discordant, falsely depressed vanc result.

Manufacturer narrative:
The initial MDR 2517506-2018-00146 was filed on 02-march-2018. Corrected information (07-march-2018): relevant tests/laboratory data "(discordant obtained on (B)(6) 2018)" is a short sample that was run in a primary tube and "(expected result obtained on (B)(6) 2018)" is a repeat run on a small sample container (ssc). Additional information (07-march-2018): a siemens hsc (headquarter support center) specialist performed an investigation and determined the sample was a short draw that should have been processed in small sample container (ssc). The hsc specialist did not find any process errors during the time the sample was processed. Hsc also determined that quick checks were passing on the day the patient sample was processed. Precision data was examined and determined to be acceptable and within the specifications of the instructions for use (IFU). The cause of the falsely low vanc result is unknown. No further evaluation of device is required.